Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cartridge chemistry sample probe wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the cartridge chemistry sample probe on unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument and described the volume as approximately 3 teaspoons. The customer observed the leak while performing instrument maintenance; patient samples were not being processed and no erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.